Manufacturer narrative:
Three open 23ga (gauge) trocar assemblies in a small parts tray (smpt) were. The trocar cannula hub samples #1 and #3 were visually inspected and were found to be nonconforming with damaged septum's with angled slits observed. Leak testing could not be performed due to the damage of the samples. Trocar cannula hub sample #2 was visually and functionally leak tested and was found to be conforming. The knife samples (1-3) were visually inspected and were found to be conforming. The knives were functionally tested for penetration and were found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The exact root cause for the trocar septum #1 and #3 is unknown; the damaged condition of the valves could have contributed to the reported event; how and when the valves became damaged cannot be determined from the evaluation performed. The returned trocar septum sample #2 was found to be conforming, therefore the trocar leaking issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The returned trocar blades were found to be visually and functionally conforming, therefore the dull trocar issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described. By the customer. No action was taken on the trocar blades or trocar hub cannula sample 2 as they all met specification. The exact root cause for the leaking trocar samples #1 and #3 is unknown therefore specific action for this complaint cannot be taken. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. All trocar blades are 100% inspected. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that there were dull trocars and leaking was observed during the surgery. There was no patient harm reported. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).